Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the revision had nothing to do with implant failure. The reason for revision is patient fell down, small break in the femur. No instruments were broken during the surgery. Doi: unknown; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Examination of provided x-rays confirmed the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.